Manufacturer narrative:
Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient never had effective pain relief due to incorrect lead placement, as a result, surgical intervention was undertaken where in the scs system was explanted and replaced with different manufacturer device in (B)(6) 2019 on an unknown date.